Manufacturer narrative:
The affected devices were returned and evaluated. Upon visual examination, the patella component showed deformation and scratching on the articulating surface. There was cement adhered to the backside pocket of the patella component that did not become dislodged with the application of force. The gii insert showed signs of deformation, scratching, pitting, and wear on the articulating surface. This damage was most likely attributed to the presence of third party debris within the joint, which may have occurred due to the reported deformation and cement failure. Discoloration due to the absorption of biological fluid was also observed on the articulating surface. The gii tibial baseplate showed signs of scratching on the superior surface. Adhered cement and bony ongrowth was observed on the inferior grit-blasted surface, and neither became dislodged with the application of force. The damage listed above could have attributed to the reported implant loosening.

Event description:
It was reported that a revision surgery was performed due to tibial loosening.